Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this was one of three cassette reservoirs that exhibited leakage. One of the cassettes leaked at the top of the bag at the transition from the hose to the bag. The second showed a wet spot between the pouch and the cassette. The third had a leak at the transition from the line to the pouch. One of the cassettes was also broken. No adverse patient effects were reported.